Event description:
It was reported that the surgeon locked the heartmate 3 left ventricular assist device (lvad) into place, but they did not like the position on the apical cuff. During the unlocking of the pump, the locking mechanism was bent and unable to re-lock onto the apical cuff. The heartmate 3 left ventricular assist device (lvad) was exchanged for a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
There was no delay in surgery due to the event. Backup implant kit was opened. The only delay was waiting for pump preparation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.